Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9811 serial/batch number (B)(6) was received for evaluation. A visual evaluation found that the instrument's tip was burned and damaged. It looks like a piece of tissue is blocking one of the suction holes. Due to this, it is not possible to determine if the probe tip has a piece broken off. Evaluation of the shaft noted many scratches. After clearing the memory, functional testing was performed. The device was connected to the console and tested with saline water, and it was found that it responded as intended when the buttons were pressed. The most likely cause of the device's reported and observed failure is user error, specifically excessive side-loading and/or using the device to enlarge the surgical site or gain access to tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/07/2025, it was reported by a sales representative via (B)(4) that an ar-9831 apollorf i90 aspirating ablator seems to have insulation coming off. They were unable to see it when it happened but mostly likely occurred when inserting the i90 probe. The probe was set to 9 and 2. The case was completed. This was discovered before use during a rotator cuff repair procedure, with no reported patient harm. Additional information was received on 02/12/2025: this occurred during a rotator cuff repair procedure on (B)(6)2025. Due to the issue, pieces were reported that fell into the patient and were retrieved from the patient with the shaver. The case was completed with the same i90 apollo. There was no case delay, and no added anesthesia was administered. There were no adverse effects on the patient.